Event description:
The customer's parent reported via telephone call that the insulin pump alarmed for a button error and that the display menus did random things without input. The blood glucose reading was not know. The parent reported that water had been poured on the customer that day. The parent was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with minor scratches on lcd window, cracked case on display window corners and broken belt clip slot.